Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain 2 of 5 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient improperly disconnected from the homechoice cassette line during dwell and reconnected to the line after the drain had already began, prior to the alarm. A technical service representative reviewed proper procedures with the patient, instructed the patient to disconnect aseptically, and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient improperly disconnecting from the homechoice cassette during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.